Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt.

Event description:
During a procedure, it was reported that the outback elite 120cm re-entry deployment needle did not retract back inside the catheter. The device was removed from the patient. There was no patient injury.

Manufacturer narrative:
During a procedure, it was reported that the outback elite 120 cm re-entry deployment needle did not retract back inside the catheter. The device was removed from the patient. Another outback was used, the lesion was dilated and a stent was implanted. There was no patient injury. The outback was prepped properly according to the instruction for use (IFU) with no defects or difficulties noted. There was no difficulty reported flushing the catheter prior to use. There was no difficulty tracking the device towards the lesion. There was no difficulty deploying the needle inside the patient. One non sterile outback elite was received coiled inside a plastic bag. The cannula was received fully retracted into the outback (not deployed). Per visual analysis, no anomalies/damages were found on the received device. The functional analysis was performed successfully; the handle was actuated and the needle was deployed and retracted as expected. The cannula deployment length and usable/work length was measured and the results were found within specification. A review of the manufacturing documentation associated with this lot 17457475 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.  The complaint reported by the customer as ¿cannula/needle (outback only) - retraction difficulty¿ was not confirmed since the functional analysis was performed successfully. The exact cause of the reported event could not be conclusively determined. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance. It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops. The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position. The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Neither the product analysis nor the manufacturing records review suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.